Manufacturer narrative:
The insulin pump had an intermittent response due to moisture on keypad traces. The insulin pump was received with cracked case on display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads.

Event description:
A customer reported via phone call that they had issues with the keypad on their insulin pump during bolus delivery. The patient's blood glucose level was 150 mg/dl at the time of the call. The customer stated that the buttons do not respond. The customer stated that the insulin pump fell prior to the keypad issue. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.